Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient changed the alert schedule plan and now there is no audio alert occurred on the app. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.